Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that an extractor pro rx retrieval balloon was used in the common bile duct (cbd) during an endoscopic retrogade cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the distal tip of the catheter detached inside the patient's cbd. The physician tried to retrieve the tip using forceps; however, it was unable to be removed. The detached fragment was left to pass down the duodenum and the procedure was completed with another extractor balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.